Event description:
Patient reported "rupture" is being captured as event code deflation and "exchange from textured to smooth devices due to the patients concern with the product". This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ anxiety - product/ procedure : unable to observe through visual inspection as it is a physiological phenomenon. ¿ deflation: observed an opening through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis ( crease and wear abrasion ) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported "rupture" diagnosed via mammogram and "exchange from textured to smooth devices due to the patients concern with the product". Later healthcare professional reported "possible deflation" and "exchange from textured to smooth devices due to the patients concern with the product". This record is for the left side. Device has been explanted and replaced. Implant has been returned to manufacturer.

Event description:
Patient reported "rupture" diagnosed via mammogram and "exchange from textured to smooth devices due to the patients concern with the product". Later healthcare professional reported "possible deflation" and "exchange from textured to smooth devices due to the patients concern with the product". This record is for the left side. Device has been explanted and replaced. Device is available for return.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.